Manufacturer narrative:
After surgery, the perfusionist turned the roller pump off and then back on. The display came back up. Investigation is in process, but not yet completed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the local display on the roller pump was blank with only a light green color showing. The device was not changed out as the operator was able to control the pump with the central control monitor for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.